Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 150 meq/l. The repeated result was 142 meq/l. The sample was repeated because the initial result was questioned by the patient's doctor. The repeated result was obtained on another module and was believed to be correct.

Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative found foreign buildup on the ise (ion-selective electrode) nozzles. He checked the sipper and vacuum nozzles and the sample probe. He replaced and performed software adjustments and reagent primes. He performed checks and tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Sections d1-d4, g1, and g4 were updated. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.